Event description:
It was reported that the tip detached from the fiber during surgery. The fiber and the detached tip are being returned to the manufacturer.

Manufacturer narrative:
(B)(4). The customer reported two lot numbers (2112a and 2102a). It is unknown which lot number corresponds to this event.